Event description:
Caller reported the infusion sets have not been sticking. Caller alleges there is a defect with the adhesive from the infusion sets in this particular box. No adverse event reported. Requested return of the alleged device for evaluation.